Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This solia s 60 was implanted in rv. On march 16 am 9:00, rv pacing failure was found on iegm. Threshold value had risen to around 3.2 to 4.2v. Microdislodgement was suspected. The rv was switched to unipolar but threshold was still as high as 5.0v/1.0ms. On march 17, urgent operation was performed since rv lead made slight perforation between midwall of rv and lv. No cardiac effusion was observed fortunately. This solia s 60 was explanted and a new solia s 60 was implanted successfully.